Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2016. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a stenting procedure to treat a target lesion in the mildly calcified common iliac artery, a non-abbott introducer sheath was positioned. The 9 x 39 mm omnilink stent delivery system was advanced to the target lesion. The stent was deployed and the stent delivery system balloon was deflated. During removal of the omnilink stent delivery system, resistance was felt with the introducer sheath. The devices were removed as a single unit. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficult to remove was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.